Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors may have contributed to the valve stenosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 6 years, 10 months post successful tf tavr the patient was brought in for treatment of the failed 23mm sapien xt valve. The valve was exhibiting aortic stenos and aortic insufficiency. Medical records were received for review. The patient's sapien xt valve was implanted (B)(6) 2014 and there was excellent hemodynamics, trivial regurgitation, and no gradient post implant. The patient tolerated the procedure well. Approximately 2 years post implant tte showed the valve was well-seated, with normal leaflet motion and mild pvl. The mean gradient was 12mmhg. Normal pericardium with no pericardial effusion. Over time the gradient through the valve progressively increased and the valve area decreased. Prior to the valve in valve procedure the mean gradient had increased to 42mmhg and the valve area was 0.6cm2 the patient tolerated the procedure well without any immediate post-procedural complications. The mean gradient was 10mmhg before discharge and the valve area was now 1.2cm2. The patient was discharged on pod 1.